Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant medical products: concomitant device added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown impactor. Part and lot numbers are unknown; UDI number is unknown. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a proximal femoral nailing system (tfna), the helical blade impactor did not rifle into the guide sleeve correctly and was then hammered. This resulted in the helical blade impactor lodging into the guide sleeve, deforming the guide sleeve internally. The helical blade impactor was removed and was not damaged. There was no surgical delay. The procedure outcome was unknown. There was no patient consequence. Concomitant device reported: unknown hammer (part #: unknown, lot #: unknown, quantity 1); unknown helical blade (part #: unknown, lot #: unknown, quantity 1). This complaint involves two (2) device. This is 2 of 2 for report (B)(4).